Event description:
It was reported the device has a damaged (cracked) back case. It was also reported clips and hangars on the back case are missing. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case is broken and the side bail covers, ring cover, side bails, and ring bail are missing. Analysis also found the upper case is broken, lead flex cover is corroded, battery contacts are compressed, battery drawer is broken, keyboard is contaminated, serial number label is torn, and main pcb (printed circuit board) and lcd (liquid crystal display) are corroded and contaminated. (B)(4).